Event description:
It was reported that the atrial lead exhibited no capture, high impedance with possible fracture. The atrial lead was capped and/or abandoned, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial pace impedance steady at approximately 385 ohms through week of (B)(4) 2015 then begins to vary and rises out of range greater than ohms starting week of (B)(4) 2015. Atrial bipolar lead impedance warning (B)(4) 2015 and unipolar lead warning (B)(4) 2015. (B)(4).